Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced an infusion set issue, where the primary tubing became separated from the pigtail/ site connector clip. The patient speculated that the glue failed at the joint. The patient replaced/ primed a new segment of primary tubing, reconnected to the existing site/ pigtail, and resumed insulin from the pump, which resolved the issue. Reportedly, the blood glucose level was 300 mg/dl at the time of this event. The patient did not notice any damage when the package was first opened. No further information available.